Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, on the 2nd fire on the stomach, the staples and blade would not deploy. This did not appear to be a thickness issue as when they used manual handle the surgeon was able to fire easily. There was no patient injury.